Event description:
The customer reported during the procedure, the rotating wire inside the catheter became stuck and broke while treating the first leg. The physician, who is experienced with clarivein, reported that the catheter was kept tense and properly positioned throughout use. There was no patient harm or injury reported.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number was found. The suspect device was returned for evaluation. A visual inspection of the returned device in its original package was in the open condition. The catheter showed signs of twisting and bending along its entire length and was found detached from the hub, while the wire remained secured inside the hub. Functional testing demonstrated that the catheter could still rotate despite the separation at the hub. No manufacturing defects were identified. The observed twisting, bending, and catheter to hub separation are most consistent with damage caused by improper handling during clinical use.